Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Customer confirmed that there were no further issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that universal surgical manipulator (usm) arm 4 was flashing yellow with a message on the screen usm arm was moved unexpectedly clutch arm. The logs showed an error 100 on usm arm 4. Tse recommended pressing and releasing the port clutch button on usm arm 4 to clear the flashing yellow led and the usm arm 4 was working and the surgeon was operating. The surgeon clutched the button when the surgeon had a moment to pause. The procedure was completing as planned with no reported injury.